Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the pump connector was cleaned and a percutaneous lead repair was requested. The modular cable was exchanged which did not resolve the alarm. It was noted that the cleaning of the connector according to abbott specification resolved the alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was readmitted to the emergency department (ed) due to driveline power fault. Log files were sent and confirmed the driveline power fault and driveline comm fault. The alarms were cleared and had not reoccurred. It was reported on 18feb2026 that the driveline power faults were still active and a "driveline change" would be performed.